Event description:
It was reported that shaft break occurred. The patient underwent a percutaneous transluminal coronary angioplasty. A 2.50 x 32 synergy drug-eluting stent was advanced to treat a calcified lesion; however, the device failed to cross the lesion and the shaft broke during procedure. The procedure was completed successfully with no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching, or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 24.5cm distal to strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.